Event description:
Clinical study. It was reported that 4 months after a coronary drug eluting stenting treatment procedure, a target vessel reintervention was performed on the left circumflex artery. Additional info has been requested.

Event description:
It was further reported that 185 days after a reintervention was performed the pt expired. There was no autopsy performed. In the opinion of the physician, the cause of death is listed as congestive heart failure and the relationship of the event to the taxus stent is "unknown."